Event description:
The customer reported the system failed to product fluoroscopy xray associated with a displayed x-ray security switch error code message. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch was replaced. The system was then found to be operating as intended.